Event description:
Caller reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Customer managed the occlusion by changing the infusion set and cartridge and resumed insulin.